Event description:
It was reported that during routine follow-up, low impedance was observed on the atrial lead. Multiple episodes of noise were also seen during a review of stored data. The lead was revised at a later date and insulation damage was noted. The lead was repaired and repositioned. Electrical values were normal following revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.